Manufacturer narrative:
Section d11 information references the main component of the system and other applicable components: product ID 3889-33 lot# va169pd serial# implanted: 2016(B)(6)explanted: 2016(B)(6) product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient experienced pain across her lower back, in her pelvic area and down her leg. She believed that it was caused by the device. She had previously turned off the device, but pain persisted, but not at the same level. She also stated that it efficacy dissipated since its implantation. The impedance test was within acceptable limits. Two or more reprogramming was performed. It was further reported that the device was removed. The patient status at the time of the report was alive no injury. Issue reported resolved.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-33 lot# va169pd serial# implanted: (B)(6) 2016 explanted: (B)(6) 2016 product type lead. Tined lead (va169pd) was returned and analysis found stim lead/cut through, product segmented . Ipg (njy326158h) was returned and analysis found no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.